Event description:
Customer reportedly received the following results on the aviva expert system within 10 minutes: 273 mg/dl, 115 mg/dl, and 133 mg/dl. Customer also reportedly received the following results on the aviva expert system within 10 minutes: 388 mg/dl, and 114 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.